Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 24 x 3.00 mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the proximal region of the stent were noted to be lifted from their crimped position and pulled distally. The undamaged crimped stent outer diameter was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 80% stenosed, 24mmx3.0mm target lesion was located in the moderately tortuous and calcified left anterior descending artery (lad). A 24 x 3.00 promus premier drug-eluting stent was advanced for treatment. However, during procedure, the proximal end of the stent struts were lifted up due to the scratch with the lesion in the proximal end of the lad. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 80% stenosed, 24mmx3.0mm target lesion was located in the moderately tortuous and calcified left anterior descending artery (lad). A 24 x 3.00 promus premier drug-eluting stent was advanced for treatment. However, during procedure, the proximal end of the stent struts were lifted up due to the scratch with the lesion in the proximal end of the lad. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.